Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not known. Reportedly, the customer was using lyumjev within their pump supplies. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer went to the emergency room with high ketones and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin.